Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a dialysis catheter placement procedure. It was reported that the catheter packaging did not have any label stickers showing the lot number or the expiration date of the product. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one unsealed hemostar d/l catheter package and label were returned for evaluation. Visual evaluation was performed. No components were received within the package. After close inspection, it was observed no product tyvek label was found throughout the package; the area was noted to have adhesive residue throughout. On the back side of the tyvek label, heat deformation was noted in the center portion. Evidence of seal transfer was noted throughout the outer plastic packaging. The manufacturing site review states, an initial view showed an unsealed package of a hemostar d/l catheter, the general information label, side label, and end label were all affixed to the packaging, the unit label was not affixed to the packaging. A closer view revealed residues of adhesive through the tyvek indicating that the label had been present on the packaging, three perforations were observed on the top of the tyvek, it was observed that the packaging was scratched and deformed. Therefore, the investigation is confirmed for the reported missing label issue. The definitive root cause could not be determined based upon available information. It is unknown whether management/processing factors contributed to the event. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a dialysis catheter placement procedure. It was reported that the catheter packaging did not have any label stickers showing the lot number or the expiration date of the product. The procedure was completed using another device. There was no patient contact.